Event description:
Procedure type: unknown. According to the reporter: the jaws locked on the tissue. The doctor was able to cut the tissue and remove the unit. There was no bleeding reported in excess of 250cc. The case was extended by more than 45 minutes. There was unanticipated tissue loss reported of 7mm. Another device and reload were used to complete the procedure.

Manufacturer narrative:
(B)(4).